Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter stated that approx one month earlier, they did a site and set change, soon after the patient's blood glucose began to rise. Another 3 set changes were performed; however, the patient's blood glucose still continued to rise. Upon admission to the hospital, the patient's blood glucose was 198mg/dl and the patient was spilling large ketones. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.